Event description:
During initial MFR testing the device underdelivered. The device delivered a measured volume of 15.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%).